Event description:
Patient who was implanted with elevate graft on (B) (6) 2008; experienced on (B) (6) 2009 left buttock pain while sitting. Additional information received on 1/4/10 indicated that the pain has become much better. The site reported severity as moderate.